Event description:
It was reported that the user experienced difficulties during an ilet infusion set and cartridge supply change, including spilling insulin when injecting air into the vial and attempting to insert the infusion set without removing the needle cover and adhesive, after which a new infusion set was used and the cartridge, tubing, and cannula were successfully filled and connected. Symptoms included hyperglycemia, with blood glucose rising to 283 mg/dl during the prolonged supply change and later measuring 253 mg/dl, without reported physical symptoms. The user also reported hypoglycemia with a low value of 28 mg/dl prior to the supply change. Outcomes included user-reported impact limited to elevated glucose levels and self-management with oral glucose prior to the event and an announced meal. Investigation included troubleshooting and user education performed remotely, with review of pump handling steps and correction of technique. Investigation of this case revealed user error related to cartridge filling technique and improper infusion set deployment that was resolved by replacement and correct insertion. It was concluded that the event was attributable to user handling of the infusion set and cartridge rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.